Event description:
Cue health customer success manager reported false positives on behalf of customer who reported on behalf of employees. See related cases for additional reported false positives by customer. Individual 5 received a false positive result using the cue covid-19 test for home and over the counter (otc) use with cartridge lot 22492b. No further information available including date of occurrence, patient specific information, cue reader serial number, or if any alternate confirmatory test was taken.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations tested retain cartridges and concluded that the issue was not reproduced. Root cause was undetermined.